Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, partial delamination in the valve side assessed, adhesive failure. Capsular contracture: unable to observe, since it is a medical event. And is not related to the device. Additional observations: crease flat observed, on the device. No further actions are required, as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported, a right side deflation. Healthcare professional also reported, baker grade ii. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation and capsular contracture baker grade ii. The device was explanted.